Event description:
It was reported that the pt was implanted a unk ncb trauma on unk date. The pt was revised on unk date due to a broken ncb pp plate.

Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).